Manufacturer narrative:
(B)(4).

Event description:
An endurant iliac limb stent graft system was implanted to treat the type iii endoleak separation. Currently the aneurysm is 8.6 cm in diameter. The patient presented with abdominal pain. The CT revealed a type iii endoleak between the contralateral limb and the contralateral extension. The physician elected to treat the type iii endoleak , separation with an endurant 16x16x124 to bridge the gap between the two iliac limbs. The physician stated the event was related to the device. The type iii endoleak, separation was resolved. No additional clinical sequelae were reported and the patient is fine.